Event description:
User facility medical device report was received reporting the following incident: an instrument count was being conducted after the surgery and it was observed that a screw was missing from one side of the yankauer suction tube. The piece was not located in the field or on the floor, an x-ray was performed and the screw was visible in the patient's pelvic vault. The patient's staple line was opened, and the screw was retrieved with no further issues. The user facility was contacted on november 6, 2006 for additional information. It was further clarified that the procedure was extended in order to retrieve the screw. No patient injury was reported. The screw was placed with all of the other suction tubes following the operation and the hospital is unable to identify which one was involved in the incident. Therefore no product return is available. The user facility commented that the screw may not have been tightened well during normal maintenance contributing to it coming loose during the operation.